Event description:
Boston scientific fathom guidewire uncoiled while wire was being used inside a patient. Md (physician) was able to recover wire without breakage in to the patient's arterial system. Guide wire reference number m001509100; lot number 32873709; exp date 11/15/2026.